Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported receiving drain line blocked alarms and fibrin. A follow up call was made to the patient's peritoneal dialysis nurse. The patient was diagnosed with peritonitis on (B)(6) 2016 due to a break in sterile technique.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Medical records do not contain a recent history and physical, medication list, peritoneal dialysis clinic notes or peritoneal dialysis treatment records for review. There is no documentation in the medical record that indicates any causal relationship between the liberty cycler and the patient¿s peritonitis. The medical records do not indicate the source of the patient¿s peritonitis. However, the peritoneal dialysis fluid culture gram stain revealed gram positive bacilli and that would suggest the peritonitis is from touch contamination. Without the aforementioned missing medical records, no conclusion can be made regarding any causal relationship between the peritonitis and the peritoneal dialysis treatment or products.